Manufacturer narrative:
Reliability analysis inspected 6 opened/used sensors and inspected introducer needles hooks and dull needle tip defect and found 3 of 6 needles were slightly bent 3 remaining needles passed per spec. Unable to confirm customer received needles in said condition due to customer returned needles open/used. Also inspected 6 opened/used sensors and performed bicarbonate buffer test dop114-830 all 6 sensors passed.

Event description:
Customer reported issues with the insulin pump. Customer states that the site is actively bleeding. The blood glucose reading is 400 mg/dl. Nothing further reported.